Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver unexpectedly shut-down. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver unexpected shut-down could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and it passed. The receiver was charged and rebooted. The log was downloaded finding no data within the investigation window. Functional testing was performed and it passed. The receiver case was opened and the internal inspection passed. Confirmation of the allegation and a root cause could not be determined.